Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw was observed. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the patient came to the hospital for examination on (B)(6) 2023 due to high-risk pregnancy supervision. After the doctor prescribed the inspection items, the patient came to the laboratory window at 8:30 to draw blood. When the laboratory operator drew blood from the patient, he found that the blood volume in the vacuum blood collection tube stopped before reaching the scale. The preliminary analysis was that the negative pressure of the vacuum blood collection tube was insufficient, so he replaced the same batch of vacuum blood collection tubes to complete the blood drawing process."